Event description:
Information received that the head section will not go up. No injury reported.

Manufacturer narrative:
Technician located the bed in facility maintenance found head section will not go up. Replaced the head up valve tp resolve this issue.